Manufacturer narrative:
Other applicable components are: product ID: neu_refillkit_acc, product type: accessory. Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID: 8840, product type: programmer, physician.

Event description:
Information was received from a healthcare provider (hcp) on (B)(6) 2007 regarding a pump being used to deliver morphine sulfate 50 milligrams per milliliter (mg/ml) at 18 mg/day and clonidine 80 micrograms (mcg)/ml at 25 mcg/day. It was reported that the programmer showed an expected residual volume of 8.7 ml. The hcp tried to aspirate the pump three times with a different needle, extension tubing, and syringe, and was not able to aspirate anything. The hcp tried aspirating under fluoroscopy and was still unable. The doctor was still unable to aspirate after trying to use a 10 ml syringe. The patient was last refilled on (B)(6) 2007 with a refill date of (B)(6) 2007. The patient was a little drowsy, but not experiencing any other symptoms or signs of overdose. The pump was refilled with 40 ml with no problems. The doctor decreased the pump dose a little and refilled as normal. Additional information received (B)(6) 2007 indicated that by process of elimination, the most likely explanation was unexpected loss of refill suction from a luer connection not being tightly secure. The refill was done on (B)(6) 2007 and the correct reservoir was collected and analgesia had been good at current pump settings. No device troubleshooting was required and the patient recovered without sequelae.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.